Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the disposable cassette and solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill four of five. The patient was connected at the time of the alarm. The patient stated that the heater bag line connection was disconnected from the cassette line. The technical service representative assisted the patient to end therapy, advised to start over using new supplies, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.